Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 265 mg/dl and a correction bolus was delivered to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. Tandem technical support followed up with the customer and the bg level was 169 mg/dl.